Event description:
A healthcare worker (hcw) reported that an employee came to her with "white on her thumb". The employee was seen by a physician in employee health and wanted to know the contents of the cyclesure biological indicator vial. The healthcare worker's thumb was treated with an ointment and wrapped. She was seen two additional times by the doctor. The duration of the "white on her thumb" was approximately five days. She continued to work, wearing gloves. This complaint is being reported because the hcw did not follow the IFU. This event happened after the employee handled a load from a cancelled sterrad system cycle. The employee was not wearing gloves at the time of the event and has been retrained on the proper procedure. The employee is new to the department. In the event asp receives additional information, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the trending by product line and lot number and system hazard use misuse analysis. Trending analysis for the product code of 'skin reaction' from (B)(4) 2011 to (B)(4) 2012 revealed there was no significant trend observed. Trending analysis by lot number was not performed as the lot# was unknown. The shuma (system hazard use misuse analysis) indicates that the residual risk associated with this issue is 'broadly acceptable'. Per the product IFU "immediately after the sterrad sterilization cycle, remove sterrad cyclesure 24 bi from the sterilizer. Asp recommends gloves to be worn when handling cyclesure 24 bi as peroxide burns can result if the media ampule is broken." The customer contact with hydrogen peroxide has been attributed to the customer not wearing ppe while handling a newly processed load. Contact with hydrogen peroxide can result from the presence of liquid in the load. The hcw was retrained by the hospital regarding proper usage of ppe. Since the hcw has had no lasting effects from the contact and has also received re-training regarding proper product usage, no further action is required. However, the issue will continue to be monitored.